Event description:
It was reported that the device leaked pneumo throughout laparoscopic cholecystectomy case and could they not get it to trocar to stop leaking. This prolonged the case significantly (exact amount of time unknown). No other known patient consequence. The customer did not save device to return for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: a conference call with ees marketing, quality, r&d, the sales rep, and dm occurred. The call took place to discuss the recent insufflation issue complaints at the account. The conversation included discussion on torquing issues, leak with no scope or instrument, and leak with a 5mm instrument/scope in a trocar. Surgeons have mitigated the events by added a second insufflators or obtaining a new trocar to complete the case. As a lot number was not received, a device history review could not be performed.